Manufacturer narrative:
This supplemental MDR is being submitted to report that the catalog number identified has not been cleared for marketing or commercial distribution in the united states. Therefore, this event does not meet the criteria of a reportable event for 21 cfr part 803 regulation. Manufacturing review: a risk assessment was completed. No further action is required at this time. Failure is identified in the risk management file, and occurrence is within expected rates. Investigation summary: two fluoroscopic images are attached to the file and were reviewed. Review of image 1 states, "image 1: fluoroscopic image shows the electrode side catheter overlying a long bone. There is overlap of the two wires present. The non electrode catheter is not present." Review of image 2 states, "image 2: fluoroscopic image shows the electrode side catheter overlying a long bone. There is overlap of the two wires present. The non electrode catheter is present." It was further stated during the image review, "key points: the electrode side catheter is not definitely outside of its bevel but this is not an abnormal finding." The device was not returned for evaluation. A photo of a 4fr everlinq4 endoavf system device label is attached to the complaint record. The product code on the label is elq-002 and the lot number is s0041. Review of "photo 1" attached to complaint record shows an electrode that appears to be bent. Residue seen in the photo indicates the device was used in a patient. The investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) contains adequate instructions and potential complications regarding the reported failure. (Expiry date: 07/2020).

Event description:
It was reported that during an attempt to create a fistula in the radial vein and radial artery, the electrode in the venous catheter was allegedly not in proper position as one side of the electrode was out of the catheter. It was alleged that the issue was observed prior to activation, so the catheter was retracted from the patient. Reportedly, another catheter was used to create the fistula. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. X-ray images and photos were provided and are under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 07/2020).

Event description:
It was reported that during an attempt to create a fistula in the radial vein and radial artery, the electrode in the venous catheter was allegedly not in proper position as the one side of the electrode was out of the catheter. It was alleged that the issue was observed prior to activation, so the catheter was retracted from the patient. Reportedly, another catheter was used to create the fistula. There was no reported patient injury.